Event description:
A resolution system was utilized to try to ablate a clot in a straight graft with two overlapping wall-grafts. The physician cannulated the artery and was able to traverse the thrombus with the resolution wire. When the hand piece was energized and pulled back the distal end of the wire could not be seen moving as expected. The device was turned off after 45 seconds and removed. Upon removal, it was realized that the wire had broken approximately 7.1cm from the distal end and was trapped in the graft. A snare was utilized to capture the wire segment. The physician believed he had inadvertently bent the wire precipitating the break and tried a second wire kit. On the second attempt he was able to gain access distal to the thrombus, turned the device on, and pull back, and the wire again did not move. After 45 seconds the device was turned off and removed. The wire broke again at approximately 8cm from the tip. The physician was again able to retrieve the segment using a snare. He then finished the procedure using a combination of competitive devices. The physician stated that the patient did not suffer any complications.